Event description:
The first instrument fired approximately 10 clips, then did not place clips as expected, but, severed the vessel unexpectedly. The surgeon sutured the vessel to repair. The surgeon then removed the instrument from the field, test fired it and it placed a clip off tissue as expected. The surgeon used a new instrument, which placed a few successful clips, but the the second instrument severed another vessel. The surgeon had to suture to repair this vessel also and the patient's status was reported as okay. Procedure type: thyroidectomy.